Event description:
It was reported that on (B)(6) 2025, a ureteral lithotripsy was performed. When the doctor opened the package, they found that the pigtail at the end of the stent tube was broken, and the silk thread was falling off. Then replaced the product with a new one for the operation, which did not cause serious impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a ureteral lithotripsy was performed. When the doctor opened the package, they found that the pigtail at the end of the stent tube was broken, and the silk thread was falling off. Then replaced the product with a new one for the operation, which did not cause serious impact on the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one photo sample that shows top view of stent with pigtail broken. Therefore, the reported event is confirmed. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.